Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2020-00205 and 2029046-2020-00206 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent persistent atrial fibrillation ablation procedure with both decanav electrophysiology catheter and soundstar eco 8f ultrasound catheters and suffered cardiac tamponade requiring pericardiocentesis. After right ventricle mapping, when soundstar was used to assist left atrium approach, pericardial effusion was discovered. Since there was no abnormality in blood pressure, the patient was observed for about 20 minutes. The case was then discontinued. Pericardiocentesis was performed and the patient¿s condition was improved. In the opinion of the physician, the cause of the event was the mapping of the coronary sinus with the decanav catheter and procedure related. The event will be conservatively reported under both devices.